Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. As it was reported that the absolute pro was being used to treat a bile duct via a percutaneous transhepatic biliary drainage, it should be noted that the absolute pro instruction for use (IFU) states: ¿the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree.¿ additionally, section 6.2 states: ¿should unusual resistance be felt during initial rotation of the thumbwheel, prior to any of the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment and partial stent deployment or deployment in an unintended location.¿ in this case, it could not be determined if the IFU deviations caused or contributed to the reported difficulties. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted within the anatomy, preventing the shaft lumens from moving freely and resulting in resistance with the thumbwheel. However, without having the device to examine, this could not be confirmed, and a definitive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a bile duct via a percutaneous transhepatic biliary drainage. A 10x100mm absolute pro stent was advanced to the lesion and deployment initiated, the thumbwheel was difficult to rotate. The stent was still able to be deployed utilizing extra force. The delivery system was simply removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.